Manufacturer narrative:
The intraocular lens (iol) was returned for analysis and the reported complaint could not be confirmed. Iol returned attached to plastic tray. Solution is dried on the iol. One haptic is broken/torn and adhered to the optic surface with solution, the other haptic is intact. The optic is cracked/fractured and scratched/marked-rejectable. The reporter states "the patient was implanted with an iol of different power". The root cause for the reported complaint ¿explant, blurry vision distance and near" could not be determined. An impact to the visual acuity of the patient cannot be verified by examination of the returned product. Power and resolution testing could not be conducted due to the optic damage. The exchange to a lens of different power, may suggest that the replacement lens was an improved choice for the patient's vision needs based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that after cataract surgery with intraocular lens (iol) implant, power was clearly deviated after using lens. The patient was implanted with an iol of different power. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).